Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient was experiencing intermittent stimulation, overstimulation and a shocking/jolting sensation. It was noted the actions of the event resulted in needing replacement; however, nothing is planned due to the patient¿s health. It was reported impedance testing was performed and resulted in normal ranges. It was noted the problems ¿seems to be¿ the battery. It was noted the patient is still using the device despite the issues reported. It was reported there was pain at the device pocket and at the left side of the implant. It was reported the patient was unsure if they could go through battery replacement due to health and financial reasons. No further information was reported.